Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. The patients results were generated on the (B)(6) and on subsequent dates. Lot 02204ui00 expired on the (B)(6) 2019. Labeling was reviewed and found to be adequate as product labeling instructs not to use reagent kits beyond the expiration date. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a false positive hstroponin result on the architect i1000sr analyzer. The following data was provided for a (B)(6) male patient with congestive heart failure: (B)(6). There was no abnormalities found on the EKG. There was no negative impact to patient management reported.